Event description:
Additional info received on 10/14/96 indicates breakage of exit tubing to left cylinder from pump at it's junction with pump.

Manufacturer narrative:
Pump had a fatigue leak. Reservoir performed within specifications. Cylinder performed within specifications. Cylinder was functional.